Event description:
Reporter stated the infusion device displayed 0.6 i.u. And then delivered that amount without programming by the customer. The customer was unable to cancel the bolus by pressing the buttons on the infusion device. He changed the battery but the same issue occurred at a later time. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.